Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged connectors and additionally noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular and atrial connectors were damaged and needed to be repaired. The generator was returned for service. There was no patient involvement.